Event description:
On (B)(6) 2014, the reporter contacted animas alleging a priming issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/11/2014 with the following findings: during investigation, a review of the pump¿s black box showed that no prime issues had been recorded. During evaluation, a no cartridge detected alarm was emitted during the load step. The 24 hour testing and bolus steps were not able to be completed due to the alarm. The force sensor calibration and force sensor resistance were found to be out of specifications. The pump was opened and the force sensor was found to be contaminated with a green substance.